Manufacturer narrative:
Concomitant medical products: stopcock; PICC line, therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported tpn was leaking from the filter infusing thru a PICC line. The filter was in use for 96 hrs. With no visible cracks noted per rn. There was no reported patient harm.